Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dvfb1d4 defibrillator and 6935m62 lead implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, subsequent to the lubrication servicing procedure, the ventricular assist device (vad) battery exhibited power switching. It was also reported that the battery indicator lights would go dark and a power disconnect alarm occurred despite the battery having greater than 25% charge capacity. Additionally, it was reported that the battery had a poor connection with the power cable that was resolved by disconnecting and then reconnecting the power cable. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. The reported poor mechanical connection event could not be confirmed due to insufficient evidence. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors. As a result, the reported power switching event was confirmed. Analysis of the alarm log file did not reveal any power disconnect alarms. However, communication errors may result in the battery indicator lights turning off, as well as power disconnect alarms which are not recorded I n the alarm log file since they are low priority alarms. As a result, the reported power switching, power disconnect alarms, and indicator lights "going dark" events were confirmed. A power source lubrication procedure had been performed. A possible root cause of the power switching, power disconnect alarms, and indicator lights "going dark" events can be attributed to communication errors between the controller and battery and/or an open wire or intermittent connection within the battery's output cable. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.